Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Jun 05, 2017: litigation received. Litigation alleges pain, swelling, inflammation, and damage to surrounding bone and tissue, spread of metal throughout the body and lack of mobility. It also alleges that these symptoms were the result of possible loosening of the implant, fracture of bone around implant, dislocation or spread of metal debris from the head and cup rubbing and rotating against each other. There were no medical records to the alleged loosening, fracture, dislocation and metal debris. Shall there be new information received, this complaint will be updated. Update aug 7, 2017: medical records received. After review of the medical records for MDR reportability, there is no new information. Part and lot information were provided. This complaint was updated on: aug 21, 2017. Update dec 12, 2017: pfs and medical records received. After the review of medical records, it was stated that the patient was revised to address pain, elevated metal ions, and large fluid collection. Added stem and sleeve for the reported elevated metal ions. This complaint was updated on: december 13, 2017.

Manufacturer narrative:
Additional narrative: litigation received. Litigation alleges pain, swelling, inflammation, and damage to surrounding bone and tissue, spread of metal throughout the body and lack of mobility. It also alleges that these symptoms were the result of possible loosening of the implant, fracture of bone around implant, dislocation or spread of metal debris from the head and cup rubbing and rotating against each other. There were no medical records to the alleged loosening, fracture, dislocation and metal debris. Shall there be new information received , this complaint will be updated. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records and sticker sheets received. After review of medical records, revision notes reported that there was corrosion on the trunnion while the stem and cup were noted to be well positioned and well fixed. Doi: (B)(6) 2008 - dor: (B)(6) 2017 (right hip).